Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient was admitted to the hospital and was under an intensive care treatment. The blood glucose results at the hospital were not provided. It is unknown what type of treatment was given to the patient at the hospital. The patient was in the hospital for 18 days. No further information was provided.